Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdomen, left side') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included back injury, degenerative disc disease, asthma, rheumatoid arthritis, pap smear abnormal and shoulder operation. Previously administered products included for an unreported indication: hydrocodone and iud. Concurrent conditions included pelvic pain, paratubal cyst and cyst ovary. Concomitant products included medroxyprogesterone acetate (depo provera) for oral contraception as well as cortisone, ibuprofen and methocarbamol. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and tooth fracture ("dental problems teeth breaking"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems- condition; anxiety"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2018, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2018, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2018, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2018, the patient experienced breast discharge ("other injury(ies) or complication please describe: nipple discharge"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: uterine fibroid"). In (B)(6) 2018, the patient experienced nausea ("nausea"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, headache, dysmenorrhoea, dyspareunia, fatigue, abdominal distension and alopecia had resolved and the vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, nausea, tooth fracture, uterine leiomyoma, breast discharge and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, bladder disorder, breast discharge, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, tooth fracture, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-may-2019: pfs and mr received ¿ case become valid with incident. New event abdominal pain, vaginal hemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth fracture, dysmenorrhea, dyspareunia, uterine leiomyoma, fatigue, abdominal distension, breast discharge, alopecia and anxiety were added. Patient information date of birth and height were added. Product information indication and removal date were added. New reporter and consumer address were added. Medical history concomitant medication (methocarbamol, depo provera, cortisone, ibuprofen) and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.